Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to position was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the device condition. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the xience alpine everolimus eluting coronary stent system (eecss), domestic instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Manufacturer narrative:
(B)(4). Internal file number - 298048/1-1: during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: sion blue, guiding catheter: launcher 6f ebu 3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when removing the protective sheath of a 3.5x38 rx xience alpine stent delivery system (sds), after removing the mandrel and protective sheath without resistance, a portion of the proximal edge of the stent was noted to be slightly flared. As the physician felt that the slight flaring was unremarkable, the sds was advanced over a non-abbott guide wire and into a 6f non-abbott guiding catheter to treat a moderately calcified, concentric, (B)(4) stenosed, 3.5mm x 38mm de novo lesion in the mildly tortuous proximal left anterior descending (lad) coronary artery. As unusually large resistance was felt during advancement in the guiding catheter, the sds was withdrawn from the guiding catheter with some resistance felt, but withdrawal was not deemed to be difficult. It was then noted that the flared stent area had become more heavily flared. A same sized rx xience alpine sds crossed the target lesion and the stent was successfully implanted, resulting in 0% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.